Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. The stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile measurement was within the specification. The balloon body was reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the balloon body indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 17may2018. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified proximal right coronary artery (rca). After crossing a non-bsc guide wire and pre-dilatation using a non-bsc balloon catheter, a 2.25x20mm promus element plus stent was advanced to treat the distal rca but failed to cross the lesion. Dilatation was performed again and a 3.5x20mm synergy stent was advanced to treat the proximal rca but also failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.